Event description:
Put abbott neurostimulator (proclaim xr5 ipg model 1660) into surgery mode for a surgical procedure (not MRI mode) and device failed. Unable to get device to pair with ipod/controller again or get out of surgery mode. Abbott tech was immed called and also unable to fix the issue. Device has to be replaced. In the interim, I am left in severe pain from mid back to my toes, which was previously controlled by the device. The device failed after less than 4.5 years in my body. The device will be removed/replaced on (B)(6) 2024.